Manufacturer narrative:
On 10oct2023, the fse confirmed a misalignment in the touchscreen. As the calibration of the touchscreen did not resolve the issue, the fse replaced the touchscreen and confirmed resolution of the issue. No other abnormality was observed and the fse completed running and functional testing.

Manufacturer narrative:
E1 reporter phone number (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there were touchscreen issues. There was no patient harmed. The hospital reported that the device was not in use, so there was no delay in therapy to a patient and there was no medical intervention required as a result of the device issue. The customer reported that they were unable to operate the alarm tab and the message information tab using the touchscreen. Touchscreen calibration was completed but it did not resolve the issue. This investigation is ongoing.

Manufacturer narrative:
The customer informed the field service engineer (fse) that they were unable to operate the alarm tab and the message information tab using the touchscreen. Touchscreen calibration was completed but did not resolve the issue. The hospital reported that the device was not in use, so there was no delay in therapy to a patient and there was no medical intervention required as a result of the device issue. On 10oct2023, the fse confirmed a misalignment in the touchscreen. As the calibration of the touchscreen did not resolve the issue, the fse replaced the touchscreen and confirmed resolution of the issue. No other abnormality was observed and the fse completed running and functional testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Device evaluation: the customer informed the field service engineer (fse) that they were unable to operate the alarm tab and the message information tab using the touchscreen. Touchscreen calibration was completed but did not resolve the issue. The hospital reported that the device was not in use, so there was no delay in therapy to a patient and there was no medical intervention required as a result of the device issue. On 10oct2023, the fse confirmed a misalignment in the touchscreen. As the calibration of the touchscreen did not resolve the issue, the fse replaced the touchscreen and confirmed resolution of the issue. No other abnormality was observed and the fse completed running and functional testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopene. D4 updated.